Event description:
I spoke with the nurse in the ICU who had the swan-ganz catheter. She stated, when the patient first arrived and was hooked up to the physiological monitors, the temperature would register normal thermal 98 degrees. After awhile it would slowly creep up until it registered 104 degrees. She said that they took the tympanic temperature, temple, and orally and they were normal thermal. She even checked the patient to make sure they did not feel warm. She said they changed the cables, module and used a different monitor. None of these changes made a difference. Manufacturer response for catheter, flow directed, swan-ganz, vip: sending box in to return and sending a replacement. Will also send report after examination of product.